Manufacturer narrative:
The reported events were dislodgment and twiddlers. A complete lead was returned for analysis. Visual examination of the lead found the helix retracted and clogged with blood / tissue. X-ray examination of the lead found the inner coil was over torqued at the connector pin region. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages are consistent with procedural damage.

Event description:
It was reported that patient presented for device checkup. It was noted that right ventricular (rv) lead had dislodged due to twiddlers. Dislodgement was conformed via x-ray imaging. The lead was explanted and replaced with new lead. There were no patient consequences.